Manufacturer narrative:
12-dec-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Almost choked [choking sensation] brush head broke, fell apart in mouth, part with the bristles came off from the base of the head [device breakage] product counterfeit [product counterfeit]. Case description: consumer called stating the brush head broke and fell apart in her husband's mouth while he brushed his teeth. She stated the part with the bristles came off from the base of the brush head. No serious injury was reported.

Manufacturer narrative:
Product return was received and product investigation is in progress.

Event description:
Almost choked [choking sensation]. Brush head broke, fell apart in mouth, part with the bristles came off from the base of the head [device breakage]. Case description: consumer called stating the brush head broke and fell apart in her husband's mouth while he brushed his teeth. She stated the part with the bristles came off from the base of the brushhead. No serious injury was reported.